Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(6). This report is being filed to relay additional information. The following fields were updated/ corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Product review of the electric dermatome on october 10, 2019 revealed that the device was in need of a new motor, switch and bearings. Repair of the electric dermatome was not performed by zimmer biomet surgical as the customer denied the aged repair quote. The device was sent back unrepaired. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was in need of a new motor, switch and bearings. The customer denied the aged repair quote and the device was sent back unrepaired. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trendedfor any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This med watch is being filed to relay additional information. Device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery, the surgeon stated that the dermatome was skipping / dragging when he was trying to receive the graft. However there was no additional graft needed. There was no delay or harm to patient as a result in this device malfunction.